Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The recipient's magnet was reportedly discarded and will not be returned to advanced bionics for analysis. The recipient is using the device without any issues. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Manufacturer narrative:
Appropriate bandaging protocol was reportedly used during the MRI. On (B)(6) 2021, the recipient underwent magnet replacement surgery. The recipient's device was reactivated and the recipient presented with soreness at the implant site, however, no medical intervention was necessary to resolve the soreness. The recipient will gradually increase device use. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient reportedly experienced magnet displacement following an MRI. Revision surgery is scheduled.